Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were getting a "data cannot be read" error on the full disclosure tab on the central nurse's station (cns). The error was appearing on all bedsides at the cns. They could not see data the arrhythmia recall or st recall. Full disclosure, arrythmia recall, and st recall are features that show historical data. Nihon kohden technical support (tech support) walked them through checking the raid hdd status and everything was in green (good standing) with no errors populating. Then tech support had them reboot the cns, which resolved the issue. No patient harm or injury was reported. Investigation summary: the customer checked the status of the hdds of the device, and it was green (good standing) with no errors. The customer was able to resolve the issue after rebooting the cns. A review of the history of the serial number identified no further reports of the issue. Based on the available information, a definitive root cause could not be identified. As the issue was resolved with a simple reboot, a possible cause of the issue is long uptime of the device without a restart. Long uptime of the device without a restart may cause the cns operation to become unstable and may stop monitoring. It is recommended in the operator's manual of the device to reboot the cns once every three months. The overall risk rating of the event is medium. The issue was resolved by simple troubleshooting (restart of the cns), and there have been no recurrences of the issue.

Event description:
The biomedical engineer (bme) reported they were getting a "data cannot be read" error on the full disclosure tab on the central nurse's station (cns). The error was appearing on all bedsides the cns was monitoring. They could not see data in the arrhythmia recall or st recall. Full disclosure, arrythmia recall, and st recall are features that show historical data.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting an error on their full disclosure tab on the central nurse's station (cns). They stated that the error read " data cannot be read" and that this error was appearing on all bedsides the cns was monitoring. They could not see any data in arrhythmia recall or st recall. Full disclosure, arrythmia recall, and st recall are features that show historical data. Nihon kohden technical support (tech support) walked them through checking the raid hdd status and everything was in green (good standing) with no errors populating. Then tech support had them reboot the cns. Upon reboot, the application relaunched, and the error disappeared from full disclosure and data started populating again. The biomed stated the reboot seemed to have corrected the issue and data was now flowing through. They also stated past data did not seem to have been deleted and everything looked good. No patient harm was reported. Nihon kohden continues to investigate the reported event. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni) as the customer barred us from contacting them. Bedside monitor model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that they were getting an error on their full disclosure tab on the the central nurse's station (cns). They stated that the error read " data cannot be read" and that this error was appearing on all bedsides the cns was monitoring. They could not see any data in arrhythmia recall or st recall. Full disclosure, arrythmia recall, and st recall are features that show historical data. Nihon kohden technical support (tech support) walked them through checking the raid hdd status and everything was in green (good standing) with no errors populating. Then tech support had them reboot the cns. Upon reboot, the application relaunched, and the error disappeared from full disclosure and data started populating again. The biomed stated the reboot seemed to have corrected the issue and data was now flowing through. They also stated past data did not seem to have been deleted and everything looked good. No patient harm was reported.